Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the hospital's biomed replaced the front case keypad assembly (part# 49000852) on four (4) 8120 pca module "due to cracked on older front case keypad part# 49000212 is constantly failing on binary switches test specifically on barrel clamp open position failing." According to biomed, "pm passed with an older front case assembly prior to replacing on new front case keypad assembly." The customer reported that the devices "passes everything except for one test binary switch barrel claim pull turn test which is failing." Furthermore, "two post where plunger assembly and sensor assembly sit there is 0.3 difference." Customer alleged that the "newer part is taller/longer than the older version which means back of plunger which sits inside big black assembly which goes over it has to be pulled further out in order to lock it and is missing on the sensor in order to pass the test. Per report, "biomed did some experiment by adding a washer to put plunger a little out so it can be more forward and her ran the test and it passed. Per report, "the part is a bd OEM part (p/n: 49000852) alaris pca front case." The customer also stated that during device testing/binary switches test, he accidentally pulled the dose request cord (pha handset) and yet the device "passed" the test. The customer questions why it still passed the dose request cord test despite the cord being unplugged. There was no patient involvement.

Event description:
It was reported that the hospital's biomed replaced the front case keypad assembly (part# 49000852) on four (4) 8120 pca module "due to cracked on older front case keypad part# 49000212 is constantly failing on binary switches test specifically on barrel clamp open position failing." According to biomed, "pm passed with an older front case assembly prior to replacing on new front case keypad assembly." The customer reported that the devices "passes everything except for one test binary switch barrel claim pull turn test which is failing." Furthermore, "two post where plunger assembly and sensor assembly sit there is 0.3 difference." Customer alleged that the "newer part is taller/longer than the older version which means back of plunger which sits inside big black assembly which goes over it has to be pulled further out in order to lock it and is missing on the sensor in order to pass the test. Per report, "biomed did some experiment by adding a washer to put plunger a little out so it can be more forward and her ran the test and it passed. Per report, "the part is a bd OEM part (p/n: 49000852) alaris pca front case." The customer also stated that during device testing/binary switches test, he accidentally pulled the dose request cord (pha handset) and yet the device "passed" the test. The customer questions why it still passed the dose request cord test despite the cord being unplugged. There was no patient involvement.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information : device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
Omit : a27 - appropriate term/code not available (3191). Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field.

Event description:
It was reported that the hospital's biomed replaced the front case keypad assembly (part# 49000852) on four (4) 8120 pca module "due to cracked on older front case keypad part# 49000212 is constantly failing on binary switches test specifically on barrel clamp open position failing." According to biomed, "pm passed with an older front case assembly prior to replacing on new front case keypad assembly." The customer reported that the devices "passes everything except for one test binary switch barrel claim pull turn test which is failing." Furthermore, "two post where plunger assembly and sensor assembly sit there is 0.3 difference." Customer alleged that the "newer part is taller/longer than the older version which means back of plunger which sits inside big black assembly which goes over it has to be pulled further out in order to lock it and is missing on the sensor in order to pass the test. Per report, "biomed did some experiment by adding a washer to put plunger a little out so it can be more forward and her ran the test and it passed. Per report, "the part is a bd OEM part (p/n: 49000852) alaris pca front case." The customer also stated that during device testing/binary switches test, he accidentally pulled the dose request cord (pha handset) and yet the device "passed" the test. The customer questions why it still passed the dose request cord test despite the cord being unplugged. There was no patient involvement.